Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's left ventricular lead had chronic high thresholds which caused the device to reach elective replacement indicator (eri) and be replaced. The lead is still in use. No patient complications have been reported as a result of this event.